Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is underway. The reported problem (service code displayed) was confirmed. As received the monitor displayed code 102 - charge profile fault. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was displaying service code 102 - charge profile fault.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the service code was isolated to a shorted q9 transistor on the computer/analog pca. The root cause for the shorted q9 transistor could not be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (service code displayed) was confirmed. As received the monitor displayed code 102 - charge profile fault. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying service code 102 - charge profile fault.